Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 240 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected rewind anomaly noted during testing. Unit communicated properly with the glucose sensor simulator and mini link transmitter. The test blood glucose value was properly displayed on the sensor graph. No sensor graph anomaly noted. No motor error alarm noted. Unit had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The motor was tested outside of the device and passed.(B)(4).